Event description:
The perfusionist called about the qvm2 that couldn't achieve vavd set point. The wall supply pressure shows -0.6 bar on the qvm2 display. When they try to set the vavd with qvm2 knob, as well as patient manager app, they couldn't feel any negative pressure from the vavd barb. They checked all connections and made sure they were tight, also replaced the vac guard filter as well. They tried factory reset the vavd in system settings and also didn't resolve this issue. They say setpoint error (600) and vavd vac: hardware error (1281) in alerts tab.